Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: this involved a remediated colleague infusion pump with user interface module master software version 5.09.90. Correction: the correction/removal number should have been included in the initial medwatch. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted batteries. The main batteries were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Correction: the c&r should not have been included in the initial medwatch form.

Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.